Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to a protruded/loose drive support disk. The motor passed the motor test. Visual inspection revealed a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube and missing end cap sticker.

Event description:
It was reported that the insulin pump alarmed during the manual prime. Nothing further was reported.